Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump alarm force sensor value corrupted. Customer's blood glucose was 124 mg/dl. The customer was able to complete rewind process and bolus passed without a problem. The customer stated that no temp basal programmed prior to the alarm. The alarm occurred many times and the customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan.

Manufacturer narrative:
The insulin pump alarmed after the basal was programmed due to a software error. The motor was tested outside of the device and passed. The insulin pump was received with minor scratches on the display window and a cracked reservoir tube lip.